Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, and was unable to sense p-waves. The lead was found to have dislodged and pulled back. The lead was capped and replaced. No patient complications have been reported as a result of this event.